Event description:
It was reported patient underwent a revision procedure on (B)(6) 2014 due to unknown reasons. During the procedure, the ball tip screwdriver fragmented. It was reported no pieces fell into the patient's wound.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a procedure utilizing a ball tip screwdriver on (B)(6) 2014 due to unknown reasons. During the procedure, the ball tip screwdriver fractured. The fractured fragments were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a procedure utilizing a ball tip screwdriver on (B)(6), 2014 due to unknown reasons. During the procedure, the ball tip screwdriver fragmented. It was reported no pieces fell into the patient's wound.